Manufacturer narrative:
Initial implantation details unavailable at the time of this report april 28, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported), due to infection and pain at implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this april 28, 2016.